Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not working properly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit is not working properly.

Event description:
Additional information received on 5/4/23 stating that event occurred routine check, patient involvement: na.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp during routine check and was unable to reproduce the reported issue. No parts were removed and unit was not needing repair this was a false repair work order submitted. Completed repair with all functional and safety tests per manufacturer specifications.